Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not available.

Event description:
It was reported through the filing of a claim that the patient underwent a left total hip arthroplasty on (B)(6) 2009 where he was implanted with a stryker hip system. It is further alleged that his left hip had to be revised on (B)(6) 2018 due to pain and elevated levels of chromium and cobalt revealed in blood work.